Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified below the knee vessel. After the guide wire crossed the lesion, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen, and there was blood in the wire lumen. Microscopic inspection found no damage or irregularities. The device was inflated to rated burst pressure, the balloon did not leak and held pressure for 5 minutes. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified below the knee vessel. After the guide wire crossed the lesion, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.